Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 6f sheath. Reportedly, when advancing the knot with the suture trimmer, the blue rail suture was pulled, and a suture separation occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.